Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
As reported in clinical investigation, patient suffered a femoral mononeuropathy after the surgery. The patient was treated with medication and therapy.

Manufacturer narrative:
The reported event that trochanteric nail kit, ti gamma3® ø11x180mm x 125° was alleged of adverse impact on patient/patient related/iatrogenic issue could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. With available information a review of the manufacturing documents was impossible. Although details of the current reported event [like lot code, kind of medication and therapy etc.] Were requested repeatedly but according to further details received from clinical¿ ¿the lot #/serial # was not provided and I am not able to obtain this information as the study is closed. The implant was not explanted.¿ and thus, the medical statement is based on the provided information, only. We received a sequence of x-ray images which were forwarded to a hcp for a medical statement ¿ his comments [excerpts]: ¿pertrochanteric right-sided femoral fracture with a somewhat atypical horizontal gradient above the trochanter minor. Good fracture reposition achieved with correct material position. Patient shows postoperatively a mononeuropathy of the n. Femoral. The fracture morphology and the inserted implant do not indicate an influence on the nerve function. Neither the screws nor the fragments are apparently in close morphological contact with the nerves. The disorder could also be caused by storage or by a hematoma. A clinical neurological as well as an MRI examination to assess whether a neuropraxie, a nerve injury or a neurotmesis is present would be relevant for the diagnosis and any resulting therapy. The clinic also appreciates the situation in such a way that there is no connection between the nail and the nerve dysfunction.¿ furthermore, the IFU l22000007 points out as following [excerpts]: under chapter ¿adverse effects¿: ¿in many instances, adverse results may be clinically related rather than device related. The following are the most frequent adverse effects involving the use of internal fracture fixation devices: subclinical nerve damage may possibly occur as a result of the surgical trauma.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The file will be closed formally. In case the item and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause.

Event description:
As reported in clinical investigation, patient suffered a femoral mononeuropathy after the surgery. The patient was treated with medication and therapy.